Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 526 mg/dl. Subsequently, the customer was hospitalized. The customer declined troubleshooting with tandem technical support and declined to provide additional information.